Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240; which occurred on the homechoice during use, during last fill. The baxter technical service representative (tsr) cleared the alarm, and informed the home patient (hp) of the error's meaning. The home patient (hp) would complete therapy by manual exchange this writer contacted the home patient (hp) (B)(4) 2011 regarding the reported problem. The hp stated they finished therapy using manual supplies, without further problems. The hp stated they did not notice anything unusual with the supplies that could have caused the alarms. The hp stated that they do not have samples, they have been discarded, and they do not recall the lot number. They stated therapy has been going fine since the reported event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during last fill was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (renq-CAPA-(B)(4)).